Manufacturer narrative:
An additional lot number was provided in this complaint for material number 381412. Lot # 4066997 mnf date 2024-03-11 exp date 2027-02-28. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter shredded. The following information was provided by the initial reporter: it took 8 pokes on baby girl to establish IV access. 2 of the IV catheters shredded. IV sites did not appear blown, but the catheter would not go into the vein or if flash was achieved, the catheter wouldn't thread. Event date: 8/22/2024.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received five shielded needles from the 24ga x 0.75in. Insyte autoguard units: four from lot number 3363125 and one from lot number 4066997. The IV catheters were not returned with the needles. An examination of the needles revealed no damage or defects associated with the manufacturing process. As the catheters were not provided, a full investigation could not be performed. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product in its entirety involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of these batches.